Event description:
The certified diabetes educator called to report customer admitted as an inpatient to a hosp for high blood glucose. When the nurse removed reservoir from pump to eliminate some air bubbles in reservoir, they found insulin in casing and that the leur connector on the tubing set had cracked. They state that inside of the reservoir complartment is very dirty and looks like insulin often leaks into compartment, and they suspects that customer frequently over tightens leur connector, causing it to crack.